Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient loss stimulation with their drg system due to high impedances present on all contacts of the l5 drg lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Additionally, during the (B)(6) 2024 surgical procedure, it was visually observed the l5 drg lead was fractured.

Manufacturer narrative:
Date of event is estimated.